Manufacturer narrative:
Additional manufacturer narrative: stenosis, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient related contributing factors. Structural valve deterioration (svd) is the most common reason for bioprosthesis explants/replacements and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis. The reported event cannot be confirmed since the device remains implanted and is not available for evaluation. However, this event was most likely impacted by the progression of the patient¿s underlying valvular disease pathology with or without svd and/or nsvd. The device history record (DHR) was not reviewed as the reported event does not allege a malfunction that could be related to a manufacturing deficiency and/or one was not confirmed through investigation. Edwards lifesciences will continue to monitor all reported events. No further actions are required at this time.

Event description:
It was reported that a patient with a bioprosthetic aortic valve, implanted for 18 years and 6 months, underwent a valve-in-valve procedure due to aortic stenosis. The tavr was performed using an edwards transcatheter valve. The outcome was reported to be well.

Event description:
It was reported that a patient with a bioprosthetic aortic valve, implanted for 18 years and 6 months, underwent a valve-in-valve procedure due to severe aortic stenosis. The tavr was performed using an edwards transcatheter valve. Post valve deployment, the aortogram performed demonstrated a trivial amount of paravalvular leak. The patient was transferred to the pacu in expected condition. The patient recovered nicely post procedure. The patient was discharged on pod #5.